Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Troubleshooting was performed and the occlusion was found to be within the infusion set tubing. Reportedly, the customer uses apidra insulin within the cartridge. A supply change was performed resolving the occlusion. Customer's blood glucose level ranged between 225-226 mg/dl.